Manufacturer narrative:
Therapy and event date are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 3 of 3: reference MFR. Report: 3006705815-2019-04461. 3006705815-2019-04462. The patient has been experiencing uncomfortable stimulation from (B)(6) 2019. Multiple attempts of reprogramming was unable to provide effective therapy. The pain has been worse when stimulation is turned on. Patient wants the system to be explanted. To address this issue patient may be awaiting surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the scs system was explanted.